Event description:
(B)(4). I agreed to have an essure birth control implant 7 years ago, in (B)(6). After surgery he told me it didn't work and he went with the usual laparoscopic tubal. Recently, because of back pain, I had an x-ray and the tech asked if I had had surgery on my left side. I didn't remember essure. After some research on my part, I had concluded this is what the foreign object was. My physician didn't know anything about essure and referred me to an ob. I have not yet been to the ob, but at a recent ER visit for pain, I had another x-ray and it shows five coils. According to literature on the product, if a implant is misplaced, it should be removed. He had knowledge that I had multiple implants in the wrong location and did not tell me. I did not receive the medical card with a serial number and information for future doctors and radiologist to protect me from further damage that could be cause by MRI or surgical procedures. The product its self has caused me to have heavy metal poisoning, extreme back pain, chronic fatigue, chest pains, joint pain, sore muscles, depression, inability to work and a total hysterectomy. There is no way to be sure that I will ever fully recover. I am (B)(6) years old with small children that deserve a capable mother.

Event description:
(B)(4). I had my total hysterectomy last week and not only were four coils found, but also an inserting rod. This doctor was clearly uneducated on the product. He had to see the coils as he cauterized my tubes. It is speculation that as he did this, he did remove additional could that he seen. Leaving behind the 4 that he didn't see. The coil that was still wrapped around the insertion rod seems to have pierced through the uterine wall. The rod was directly on top of my celiac artery. I believe my liver is enlarged due to the heavy metals and my kidney pain has yet to be diagnosed but I am sure that is related as well. I had free floating coils as well. This is criminal.

Event description:
#Medwatcher #followup 2 #FDA mw5058222 #(B)(4). My hysterectomy was (B)(6) 2015. Four coils were found as well as an insertion rod. One coil was fragmented under my bladder. One had protruded my tube rendering it unidentifiable. One had protruded my uterus. This dr was not properly trained and careless. But just how much training do they receive? Does the drug rep teach them how by some literature? Stop letting drs harm patients with this toxic implant!